Manufacturer narrative:
The endowrist one vessel sealer instrument has not been returned to isi for failure analysis evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci total colectomy procedure, during use of the endowrist one vessel sealer instrument it was noted that the patient's tissue was not being sealed, even though audible tones occurred indicating that the patient's tissue was being sealed. Recurrence of the reported issue could likely cause or contribute to an adverse event. Per the information provided, there was no harm to the patient as a result of the reported event.

Event description:
It was reported that during a da vinci total colectomy procedure, the endowrist one vessel sealer instrument was not sealing the patient's tissue. The intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted intuitive surgical, inc. (Isi) for technical support assistance. Review of the site system log for the reported procedure date by the technical support specialist (tss) found that an incomplete cut error had occurred. Reportedly, at the end of the call, the csr indicated to the tss that the surgeon retried sealing the patient's tissue with the instrument and the issue was resolved. On (B)(6) 2015, isi contacted the csr who initially reported this complaint. According to the csr, he was present during the surgical procedure. The csr indicated that there was no indication that the endowrist one vessel sealer instrument was not sealing, as the audible tones were noted during the sealing cycle and that the surgeon's visual inspection was the only indication that the patient's tissue was not being sealed. The csr indicated that he does not recall the specific tissue that the surgeon was attempting to seal; however, he recalled that there was no tissue bunching in the instrument's grips and the tissue did not appear to be too thick. The csr indicated that the surgeon made one last attempt to seal the patient's tissue using the affected endowrist one vessel sealer instrument. The patient tissue was sealed and were no issues noted. According to the csr, the planned surgical procedure was competed and there was no harm to the patient. An investigation was performed by an isi technical field specialist (tfs). The tfs followed up with the site and confirmed that after multiple uses, the issue did not return.